Event description:
It was reported that since the implant procedure of this pacemaker, the patient has experienced dizziness and syncopal episodes, with palpitations, device fluttering, and intermittent dyspnea. At this time, this pacemaker remains implanted and in-service. No additional adverse patient effects were reported. Further information is unable to be requested to this initial reporter, therefore, the specific cause of the syncopal episodes are unknown.